Manufacturer narrative:
(B)(4). D10: medical products: unknown, unknown glenoid. G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder surgery on an unknown date. Subsequently, while the patient was undergoing a revision surgery. While the surgeon was explanting the glenoid implant it was noticed that the screw was fractured and remains implanted in the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. D10: medical products: item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown glenoid; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. It was reported that they implanted at a potential superior tilt, but it cannot be confirmed without more information or records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to the central screw and two of the peripheral screws fractured which resulted in loosening of the baseplate. The patient is being considered for a custom implant due to the amount of bone loss in the patients glenoid.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section were corrected: d1; d10. D10: medical products: item#: unknown, unknown baseplate; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent and initial left shoulder arthroplasty on and unknown date. Subsequently, the patient underwent a revision surgery on and unknown date due to the implant fracturing and the baseplate loosening. The surgeon was unable to explant the piece of the implant that was fractured in the patient's bone.